Event description:
Bravo ph capsule failed to attach to esophagus during egd with bravo ph capsule placement procedure. Fell into stomach. Capsule was retrieved via roth basket and removed from pt's stomach. New bravo from different lot number was attached successfully. Pt remained sedated throughout procedure. No ill effects occurred. Issue has since been resolved.